Event description:
Medrad stellant dual syringe kits, that we use for power injecting, have had several packages that have broken tubing. The tubing is cracked, but it is not easily seen due to the tubing being clear. We do not know until we are doing our saline test injection and it will spray onto the floor.